Manufacturer narrative:
H.6. Investigation: photos were received by bd for evaluation. A quality engineer was able to review the seven photos of a 1cc safetyglide syringe from lot # 0.0157833, regarding item # 301866 with the reported issue of: ¿1) black spot 2) foreign particle 3) marking defect 4) blister leakage 6) damaged syringe 7) hair found in the pack 8) double needle, no needle.¿ DHR reviewed found no non-conformities. No samples have been received by bd for investigation. The customer has shared 7 photographs of the reported defects for investigation of the complaints. Based on the investigation done on the received photographs by the investigation team, the defects are visible on the photograph. The defects are confirmed. The multiple defects happened due to multiple issues that occurred at different occasion during production of this lot. The root cause of each of the defects identified on the photograph are explained below separately and the corrective actions for each of the root cause explained below. 1 and 2. Black spot & foreign particle ¿ rca- this defect occurs due to syringe getting rubbed with each other when syringes are put in hopper and it is overfilled. Action plan to prevent this defect from recurring: 1. Identified and marked the level to set the hopper on a point that operator should not overfill the syringes. 2. Implemented cleaning process of brush used in syringe loaders. 3. Introduction of pm schedule for syringe loader: I) include the cleaning of sliding part(s) of the loader; ii) cleaning of the product holding fingers of the loaders. 3. Critical rejects : a. Damaged blister and blister leakage- rca- blister leakage could be due to chain slits not able to hold poly during movement. Action plan- re-aligned the chain slit parts to enable it to hold the poly in place during movement. B. Two needle in one pack- rca- needle jumps in to sealing zone causing damaged component and vision camera malfunctioning cannot detect two needles in one pack action plan- frequency of challenge test of the vision camera to be revised from pm (weekly) to daily. C. No needle in the pack- rca- needle jumps in to sealing zone causing damaged component and vision camera malfunctioning cannot detect missing needles action plan- frequency of challenge test of the vision camera to be revised from pm (weekly) to daily. D. Marking defect- rca- this defect is caused due to mis-alignment on stamping station that can happen during machine movement. Action plan-while inspecting the stamping station mis-alignment was observed in the top and bottom part of the stamping station. The alignment done and added the checking of stamping station alignment frequency on pm checklist. E. Hair in pack- rca- hair found in pack is due to floor cleaning not adequate and due to static charge hair get packed cavity. Action plan- cleaning team trained to clean floor using vacuum and foreign material like hair are removed. 4. White particles ¿ rca- the white particles are found to be created due to friction while transferring the molded component to assembly through the air conveyor. Action plan-install meech ionizing and vacuum cleaning device to remove the white foreign particle. Target date- (B)(6) /2020.

Event description:
It was reported that 60895 discardit ii 2 ml with 25g x 1 syringes were found with multiple defects, including foreign black spots and particles, scale marking defects, damaged packaging units, barrel damage, hair in the packaging unit, and missing needles. All defects were found before use in lot 0157833. The following information was provided by the initial reporter: "material has been rejected with many reasons below are the details. 1) black spot 2) foreign particle 3) marking defect 4) blister likeage 6) damaged syringe 7) hair found in the pack 8) double needle, no needle".

Manufacturer narrative:
The manufacturing location for this product is (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 60895 discardit ii 2 ml with 25g x 1 syringes were found with multiple defects, including foreign black spots and particles, scale marking defects, damaged packaging units, barrel damage, hair in the packaging unit, and missing needles. All defects were found before use in lot 0157833. The following information was provided by the initial reporter: "material has been rejected with many reasons below are the details. Black spot, foreign particle, marking defect, blister likeage, damaged syringe, hair found in the pack, double needle, no needle".